Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported box b: adverse event or product problem as product problem which is updated to adverse event due to pms decision also outcomes attributed to ae is selected as other. The box h: device manufacturers, type of reported complaint is also updated to serious injury. Coding in health impact grid is also updated accordingly.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information has been added that the patient has medical history of squamous cell carcinoma, 35 radiation treatments, 10 chemotherapy. There was no report of serious or permanent patient harm or injury. In this report section, date received by mfg (rfb) has been updated/corrected.